Event description:
It was reported that the pump function is not usable and the turret does not rotate in the inflow range either. There was no harm or adverse event for patient, operator or third party reported by the customer. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump function is not usable and the turret does not rotate in the inflow range either. The reported event was not confirmed. The service evaluation did not reveal any problems with this device during functional testing. However, it was noticed that the flow setting was reduced to 50% and was set back to 100% flow setting.